Event description:
It was reported that device detachment occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. During insertion of the balloon catheter through the hemostasis valve, the balloon hub was noted to be bent and fractured. The technician tried the bend the hub back; however, it snapped off the catheter right at the hub. The device was removed from the hemostasis valve with no other issues. A 2.5 x 8 emerge balloon catheter was used, and the procedure was completed. No patient complications were reported.